Event description:
It was reported that during physical therapy exercise, the user experienced a low glucose episode while using the ilet bionic pancreas, and the agent reviewed user guide recommendations for pausing or adjusting activity; the user acknowledged they had not been pausing but will do so going forward. Symptoms included hypoglycemia with a nadir of 52 mg/dl, requiring oral glucose treatment. Outcomes included recovery with self-treatment and education on exercise-related use. Investigation included troubleshooting and education regarding exercise management and device use during activity. Investigation of this case revealed no device malfunction and indicated user operational factors related to exercise as the likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with exercise management. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.